Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a dlif procedure at l3-l4. During the surgery, the xpak was tested in the foramen of the patient 12 times to make sure it was working and got no responses. Then 23 mm probe was used in the foramen and got a response at 6 using nerve proximity. A new xpak was opened and was put in the foramen and got a response at 6 using nerve proximity. No patient injury or complications were reported.